Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius customer service that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Blood was visually observed on the floor (at 16:25) between the gambro phoenix (non-fresenius) machine and the chair. The clinical team observed a leak coming from the venous side of the f3 dialyzer. A crack was identified on the head of the dialyzer. Treatment was paused. The patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) could not be determined by the clinical team. The patient did not complete treatment on the day of the event. Prophylactic antibiotics were administered to the patient as a risk of contamination was perceived with the external dialyzer leak. The patient¿s hemoglobin & hematocrit (h&h) were taken and the patient¿s vitals were found to be stable. The patient returned to the clinic three days later on (B)(6) 2023 for a follow-up visit. The patient's h&h was taken again and it was determined that a transfusion was not required. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample from the reported lot number was returned for evaluation. During gross visual examination, a pinched o-ring on the non-cavity ID end was identified. The header cap on the non-cavity ID was removed for further evaluation. It was noted that the o-ring was pinched at approximately 210°. Upon removal of the o-ring, the polyurethane (pu) was noted to be damaged due to the pinched o-ring. The pu had been compressed where the o-ring was pinched. There was no other damaged (no crack noted on header cap) or irregularities noted on the returned sample. The manufacturing production record for the reported lot was reviewed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. The manufacturer was able to confirm the reported problem. A pinched o-ring may occur when the o-ring is not properly seated, as dialyzer manufacturing personnel manually place the o-ring beneath the header cap during the assembly process of this dialyzer.

Event description:
It was reported to fresenius customer service that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Blood was visually observed on the floor (at 16:25) between the gambro phoenix (non-fresenius) machine and the chair. The clinical team observed a leak coming from the venous side of the f3 dialyzer. A crack was identified on the head of the dialyzer. Treatment was paused. The patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) could not be determined by the clinical team. The patient did not complete treatment on the day of the event. Prophylactic antibiotics were administered to the patient as a risk of contamination was perceived with the external dialyzer leak. The patient¿s hemoglobin & hematocrit (h&h) were taken and the patient¿s vitals were found to be stable. The patient returned to the clinic three days later on 4/13/2023 for a follow-up visit. The patient's h&h was taken again and it was determined that a transfusion was not required. The sample is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius customer service that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Blood was visually observed on the floor (at 16:25) between the gambro phoenix (non-fresenius) machine and the chair. The clinical team observed a leak coming from the venous side of the f3 dialyzer. A crack was identified on the head of the dialyzer. Treatment was paused. The patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) could not be determined by the clinical team. The patient did not complete treatment on the day of the event. Prophylactic antibiotics were administered to the patient as a risk of contamination was perceived with the external dialyzer leak. The patient¿s hemoglobin & hematocrit (h&h) were taken and the patient¿s vitals were found to be stable. The patient returned to the clinic three days later on 4/13/2023 for a follow-up visit. The patient's h&h was taken again and it was determined that a transfusion was not required. The sample is available to be returned to the manufacturer for physical evaluation.